Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. A visual inspection was performed. A one-hour therapy was performed, as well as functional evaluation. Upon conclusion of the investigation, the cause of the issue was one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 20:45:15. During night drain cycle five, the patient's ultrafiltration reading was 2038ml, indicating the home patient drained 2038ml more than their maximum programmed fill volume of 2800ml. No additional information is available.